Event description:
Imprecise tacrolimus results were obtained on a patient sample. It is unknown if the patient result were reported to the physician. The patient sample was retested and the lower result was confirmed. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the imprecise tacrolimus result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the imprecise tacrolimus results is unknown. Note: the tacrolimus flex(r) reagent cartridge instructions for use states; "a test result that is inconsistent with the clinical picture and patient history should be interpreted with caution. Confirmation of unexpected or atypical results by an alternative methodology is recommended prior to any adjustments in tacrolimus dosage." The instrument is performing within specifications. No further evaluation of the device is required.